Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had no label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter: the customer stated ¿before use, it was found the sst ii tube has no any label.